Event description:
Customer reported the system was very slow when any function was selected on the right monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor, cpu, and hard drive. System operates as intended.